Event description:
Report received from (B)(6) stating that the device was falling off when connected to a motor. It is unk that the device was not used in surgery. It is unk if injuries or medical intervention were reported. There was no additional info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tols. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).